Manufacturer narrative:
The device subject to this investigation was returned for evaluation. It was visually confirmed that the packaging material was brittle. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged." An alternative packaging material has since been implemented to address this issue.

Event description:
It was reported that during set up in the operating room, it was noted that the packaging of the blade was poorly sealed. It was also reported that the blade was not used on a patient and the sterile area was not compromised. It was further reported another blade was readily available and there were no delays as a result of this event.